Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012. During night drain cycle one, the patient's ultrafiltration reading was 1541ml. This indicates that the home patient (hp) drained 1541ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a false empty detected at initial drain after initial-drain alarm volume was met and a false empty detected in a the previous therapy, during last drain after minimum drain volume was met.